Manufacturer narrative:
(B)(4). Batch # g9je71. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and there was evidence of moisture ingress. The handpiece has a number of seals to prevent fluids from entering the housing. "Evidence present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality and could have caused the reported issues. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during every activation, message "relax pressure on blade" appears briefly on screen for 2-3 seconds, before normal energy activation resumes. During this time, the sealing capabilities of the harmonic are compromised. This led to several bleeds and persistent sources of oozing to occur. There was unusual amounts of bleeding/oozing. Used surgical and hemostatic powder to control the bleeding. No patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: besides the surgicel and hemostatic powder, were there any other actions taken for the procedure? *other actions taken were a delay in procedure time. Did the procedure have to be converted to open? No. Did the patient need to have a blood transfusion? No. Were you able to control the bleeding with surgicel and the hemostatic powder? Yes. What is the current status of the patient? Unknown. Did the patient need any different type of post op care due to the bleeding/oozing? Unknown.